Manufacturer narrative:
(B)(4). B3 - date of event remains unknown, g2 - foreign: france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there is a closing problem of the aseptic battery housing lid, due to a detached door latch. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Review of the provided picture found one of the locking latches is detaching from the housing. Lot identification is necessary for review of device history records, and lot identification was not provided. Attempts have been made to gather all product identification information and no further information has been provided. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.